Event description:
It was reported that the patient's catheter had migrated. The catheter migration was noted by fluoroscopy in 2008. The catheter had slipped from t10; the tip was noted to be near l3. The remainder of the catheter had begun to coil behind the pump. The patient later reported that the catheter may have slipped lower as she had a lump on her lower back, and there was bruising in the area. Revision surgery was planned.

Manufacturer narrative:
Used for the catheter.